Event description:
It was reported that 3 patients sustained 2nd degree burns after a lightsheer treatment.

Manufacturer narrative:
The lumenis qa evaluated the system and found the tip to be dirty in contradiction to product labeling. Device labeling is clear regarding importance of device cleanliness to ensure optimal device performance.